Event description:
Client reported one instance involving several containers with mismatched results. Operator error was determined to be the cause of this instance due to the fact that the user did not follow the correct procedure for releasing carriers from the workcell. Containers in question were repeated by the client several times and corrected reports were generated. No adverse events were reported by the client. All results in the lab are reviewed by the medical technology staff prior to initial release. The device in question does not perform autoverification of any results in any way. Medical clinical practice does not rely on one abherant result to change the course of treatment. Although the co does not believe that this requires an MDR because this situation is not likely to result in a death or serious injury. The co is submitting this MDR in the spirit of complying with the MDR regulation.